Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as bd had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review.

Event description:
It has been reported that the unspecified bd¿ containment tube has been found experiencing under fill during use. The following has been provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that blue top tubes were under filled. Experienced over and under fill in blue top tubes which caused "re-draws." Issue has resolved and is not currently present. Lot number and date of event are not available.